Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon polymer fill, the autoinjector was observed to be empty and the patient had hypotension and tachycardia. Cortisone and adrenaline were promptly administered and the patient stabilized in approximately 15 minutes. The procedure continued and seal was not achieved due to the sealing rings being half empty. The physician elected to place an endurant cuff at the level of the sealing rings, which successfully excluded the aneurysm. The procedure was concluded and the patient was sent to the ICU. After four days, the patient was reported as doing well and left the ICU. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The root cause for the emptying of the polymer syringe and intravascular leak of polymer could not be definitively confirmed with the information available. The most likely cause of the emptying of the polymer syringe and intravascular leak of polymer was likely due to a compromise in the integrity of the aortic body stent graft fill channels and/or mating junction of the delivery system to the stent graft; however, this could not be definitively confirmed. The delivery system was not available for evaluation and the stent graft remains implanted. As of the date of this report, there have been additional patient sequelae reported. A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture. A field safety notice (fs-0009) was released on 8/6/2018 to communicate the risk of polymer leak events with the ovation device under circumstances in which the device is not used in accordance with the device instructions for use.